Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va35f1w, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and treatment of bladder issues. It was reported that they no longer have the ins because the incision opened and the device had to be removed; only the lead remains. The patient stated that the incision did not heal properly and became infected, and the lead was scheduled to be removed on (B)(6). The patient reported that they did not receive much assistance with cleaning the incision at their healthcare provider's (hcp's) office, so they sought help from their primary doctor, who prescribed antibiotics. The patient also visited a clinic because they had pus in the wound. They described experiencing significant pain in the pelvic area, difficulty keeping their legs closed, and pain in the middle of the buttocks, specifically in the area of the spine where anesthetic was typically administered for women in labor. The patient noted that this pain was different from that of a uti. The patient mentioned that their hcp kept the ins and the external devices. They stated the ins worked well until the infection occurred, but they were still in pain and were taking medication for relief. The procedure was performed on (B)(6), and the patient returned to their hcp on (B)(6) for a follow-up and again on (B)(6) when the incision reopened. The patient was redirected to their hcp to further address the issue.